Event description:
It was reported that the atrial lead exhibited high impedance and rib clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 3.8cm to 3.9cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.